Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow-up, high threshold was observed and the lead was found to be dislodged. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was asymptomatic during this event and in good condition after surgery.